Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. The valve remains implanted and will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed high and mo derate paravalvular leak (pvl) was noted. Due to the high implant depth another valve was implanted valve in valve at the optimal depth of 2mm. Trace to mild pvl was noted following the second valve implant. No other adverse patient effects were reported following the second valve implant.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The paravalvular leak most likely was due to sub optimal position as the valve was implanted high in the annulus. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the skirt is within the aortic annulus. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique as well as other pre-existing patient conditions. Per the instructions for use (IFU), once deployment is complete, re-positioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Without return of the product or procedural video images, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.